Event description:
It was reported that during a total laparoscopic tysterectomy procedure, the tissue pad separated down center vertically and one half fell off. No patient consequences. Case completed with another device.